Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and reveal no other complaint relating to complaint events. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and training manual were review for instructions relating to the complaint event. The valve and delivery systems are contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen or who have active bacterial endocarditis or other active infections. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. No IFU/training deficiencies were identified. As the halt was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The leaflet thickening / halt was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals also revealed no deficiencies. As reported, 'approximately 1 year, 7 months ago the patient received a 20mm sapien 3 valve within their pre-existing st. Jude surgical heart valve. The patient previously presented with 4th degree halt and was placed on coumadin for approximately 4 months. The halt reduced to 1st degree but the patient remains symptomatic and a bav is being performed today. If the bav does not improve the patient's symptoms an evolut valve will be implanted. An update was received and only a bav was performed, no viv.' Per IFU, structural valve deterioration (leaflet thickening) and valve thrombosis are potential adverse events associated with the use of valve. Thrombosis is the formation of blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Several factors can cause leaflet thickening including inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues). It should be noted that halt reduced to 1st degree after the patient was placed on coumadin. As such, available information suggests that patient factors (blood clots) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 1 year post implantation of a 20mm sapien 3 valve within a pre-existing surgical valve in the aortic position, the patient was observed to have 3rd degree halt. The thickening progressed to 4th degree halt and the patient was placed on coumadin. The halt reduced to 1st degree but the patient remained symptomatic and bav was performed.